Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead passed the testing. The lead tip and helix appeared intact.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall of the patient. The ra lead was removed and a new atrial lead was placed. No additional adverse patient effects were reported.